Event description:
It was reported that during a laparoscopic assisted nephrectomy procedure, the stapler was closed across the renal vein. The surgeon was holding the kidney so another hcp started to fire stapler, but the surgeon took over. The stapler locked on vein, but would not open, and could not fire. Rather than cutting the device out, the surgeon appears to have forced the device to fire, causing the reload to be forced out the end of the device. This caused the reload to create a hole in the ivc. The surgeon was able to clamp vessel, and rectify the issue. After this, the device was able to be opened by pressing the release on the back. No adverse outcome for patient. Unknown how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.